Manufacturer narrative:
Terumo has not received the actual device; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info has become available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the performance of the sx18 oxygenator failed. The fraction of inspired oxygen (fio2) had to be increased more than 20 percent to achieve a partial pressure of oxygen (po2) of 100mmhg.